Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 401 mg/dl. Customer also mention other blood glucose value was 345 mg/dl, 130 mg/dl, 144 mg/dl, 301 mg/dl, 231 mg/dl, 275 mg/dl, 303 mg/dl, 319 mg/dl, 326 mg/dl, 311 mg/dl, 328 mg/dl, 374 mg/dl. Customer stated that the blood glucose was steady all night and the blood glucose was 179 mg/dl then went down. Customer was using insulin pump system within 48 hours of reported high blood glucose level event. Customer declined troubleshooting for high blood glucose level. It was unknown if insulin pump was on auto mode. Customer stated that insulin pump received motor error. Customer was able to clear alarm and rewind process. Device will not returned for analysis.